Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. A wallflex¿ colonic stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent partially deployed. The blue sheath was kinked and accordioned and the clear outer sheath was kinked in two places. The partially deployed stent was detached from the reconstrainment band. The inner shaft was kinked. No damage was noted with the handle, the stainless steel shaft, or the stent. Functional analysis found the stent was able to be manually deployed by pulling on the stent portion that was partially deployed. The blue sheath was dissected longitudinally and it was noted that the ptfe was intact with no delamination. The reconstrainment band was intact and undamaged. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage to the inner shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ colonic stent was to be used to treat a left colonic obstruction during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex¿ colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wallflex¿ colonic stent was partially deployed.